Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject crt-d was implanted on (B)(6) 2017. Reportedly, the device was prophylactically replaced on (B)(6) 2018 following the recommendations for pacing-dependent patients provided in the field safety notice on platinium devices issued in (B)(6) 2018. Preliminary analysis results did not reveal any device malfunction.

Event description:
The subject crt-d was implanted on (B)(6) 2017. Reportedly, the device was prophylactically replaced on (B)(6) 2018 following the recommendations for pacing-dependent patients provided in the field safety notice on platinium devices issued in july 2018. Preliminary analysis results did not reveal any device malfunction.

Manufacturer narrative:
Please refer to the attached analysis report.